Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all testing and operates within the mfg specifications. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank top and bottom display. The ventilator was not in use on a pt at the time the malfunction occurred.